Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and air bubbles anomaly from the reservoir. The customer's blood glucose was 407 mg/dl. The customer treated with a bolus. The customer stated that the approximate sizes of the air bubbles are sizes of champagne bubbles. The customer was assisted with the hp test. The customer stated that the test passed. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.